Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as escalation from an impella cp device. The 5.5 pump had a failure to deliver. The 5.5 became kinked and was replaced by a new impella 5.5 pump. No harm or injury from delivery failure through innominate artery.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was returned for evaluation. Upon visual evaluation, the catheter had a kink in it. Clinical details also states that the impella pump was removed and the shaft of the impella was bent right before the motor unit. Data logs were not relevant to the reported. Therefore, the root cause of the delivery issue was mostly patient condition since the impella could not get past the innominate artery into the aorta without success. Added- d9 device return date in accordance with updated procedures, section d6 has been revised from the initial submission.